Event description:
The complainant alleged that while monitoring a pt, age unknown, complaining of chest pains the device screen displayed only dotted lines. The complainant indicated there was no adverse effect to the pt as a result of this reported malfunction.